Event description:
It was reported by the patient's mother that the patient was experiencing more seizures. It was stated that the increase started about two months after the implant and have recently been more frequent. The patient's mother wondered if it was possibly due to the vns, but also stated that the patient had recently been prescribed increases in medications, which the mother did not follow all of the dose due to not wanting her daughter on all of the medications. The patient's mother reported that they had reached therapeutic levels and were not continuing to titrate the vns therapy settings. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the relation between the vns and the increase in seizures was unknown.